Event description:
The manufacturer received information in relation to a dream station auto sv unit. The device was returned to a third-party service center due to the foam recall. There was no patient harm or injury reported. During the evaluation of the device, the service center visually inspected the device and found no visible foam particles. Since noise was confirmed, blower (included in rp kit) needed to be replaced. Since the noise and life related smell was confirmed, rp kit was replaced. Since dirt was confirmed, the following parts were replaced: ui panel, rear panel o-ring. The customer's complaint could not be confirmed. In addition, the unit was checked overall, cleaned and functionally tested.

Manufacturer narrative:
H3 other text : device serviced by third party service center.